Manufacturer narrative:
Lot histories were unremarkable. Supplier lot histories also unremarkable. Units sent to co's laboratory for sensitivity testing were found to pass biocompatability, mucousal studies, reactivity, and dermal sensitization testing. Co found no problem. It is possible that continual use or exposure to latex has caused the development of latex sensitivity in the patient's reporting this problem. .

Event description:
Customer reported, pts with foley catheters in place had irritation and redness at the meatus. Nursing indicated this occurred a short time after foley was inserted. Nursing proceeded to remove catheter from pt.